Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to low blood glucose. The doctor reported that the sensor was having inaccurate readings which might have caused the low blood glucose. The customer's blood glucose was 27 mg/dl at the time of incident. The customer was advised to call to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.